Event description:
It was reported that they states the probe not reading when initiating therapy. They changed the arctic sun device and all was working fine now. No further calls from this account. Advised they likely needs a new temperature in cable. No further action needed from help line.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a faulty temperature in cable. However, there was insufficient information to confirm this potential root cause. The instructions-for-use under baw2800619 rev 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they states the probe not reading when initiating therapy. They changed the arctic sun device and all was working fine now. No further calls from this account. Advised they likely needs a new temperature in cable. No further action needed from help line.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. . The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they states the probe not reading when initiating therapy. They changed the arctic sun device and all was working fine now. No further calls from this account. Advised they likely needs a new temperature in cable. No further action needed from help line. Per follow up information received via phone on 11nov2024, it was reported that nurse educator confirmed biomed came to the unit to check this device out. They believe the only repair completed was a cable replacement. Device was still on the unit in use.